Event description:
It was reported that, staff nurse in charge to patient, inserted foley catheter but unable to inflate the balloon using sterile water. She queried foley catheter itself was defective or with blocked lumen to inflate the balloon. Staff nurse use new foley catheter and inserted properly without any problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.